Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and did not show the currently reported issue. When the device was returned to mmdg for investigation, the pump could not be turned on and no testing could be completed due to a failed pcb board. The pump will be serviced to correct the issue.

Event description:
The initial reporter stated that the pump was shutting down without alarming. Mmdg did follow up with the initial reporter who stated that the complaint occurred during testing and had no effect on a patient. No other information was provided. (B)(4).